Manufacturer narrative:
One used portex® blue line ultra® suctionaid tracheostomy tube was returned for investigation. A visual inspection was performed and no holes were detected. Functional testing found no leaks. A manufacturing review was performed and no discrepancies were found. The complaint was not confirmed, and no root cause was determined.

Manufacturer narrative:
It was reported that the event occurred at the end of (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that after one day in use, the cuff of a portex® blue line ultra® suctionaid tracheostomy tube was found to be deflated. The tracheostomy tube was replaced with a new one, and no deflation due to damage was found in the new tracheostomy tube. No injury was reported.